Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: batch number(s): 2508066. Date of occurrence: on (B)(6) 2026. It was reported that when preparing a 2g dose of fetcroja, after piercing and withdrawing the contents of the vial with the trocar, I noticed that there was a piece of rubber in my syringe. Clinical consequence(s) for the patient and/or user change of syringe.